Event description:
It was reported that the AED is prompting a battery replace now warning but the battery has not expired. The customer said that the AED is prompting an error, but they have never performed self-tests independently. The customer stated that they did test it with another battery, and the AED no longer says that it must be replaced but continues to give an error code despite forcing the manual self-test. They reported that this did not occur during patient use.

Manufacturer narrative:
A distributor reported that their AED was displaying a battery replace now warning. This warning indicates that the AED battery is critically low. The reported event did not occur during patient use. Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. As a follow up with the customer, the proper maintenance of this device was reviewed.